Event description:
It was reported that ¿during the test phase the patient developed an infection¿ and was ¿treated with antibioticus.¿ following treatment, the patient¿s infection had ¿appeared resolved and the patient underwent definitive implant in (B)(6) 2014.¿ no further information was reported regarding the patient¿s infection during the test phase. Additional information has been requested. A supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2014-16690 for information regarding an infection that was diagnosed in (B)(6) of 2014 involving the patient¿s same leads and their permanent implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).